Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced error 40100. The error was recovered after a power cycle, but the technical support engineer advised that the error could come back. The customer opted to change the patient side cart, as this procedure requires all four universal surgical manipulators (usms) 4. The procedure was completed with no reported injury.